Manufacturer narrative:
(B)(4). This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which the device had "pump showing out of service on the screen." There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of "pump showing out of service" was confirmed during product evaluation. The quality engineer has identified failure code 701 as the determined condition. The assignable cause was a faulty pumphead module printed circuit board and pump head module. The pump head module was replaced to correct the reported condition. Additional information: the user interface module software version is 7.01.00. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. Should additional information become available, a follow-up medwatch will be submitted.